Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist connected to the station and found user logon failed due to fingerprint and password was requested however the account was locked out later. The tss advised the user to reach the hospital it to unlock the account and have the user re-register fingerprint.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to login. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to login. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.